Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with several assays on a cobas 6000 c501 module. The reporter also mentioned aspiration errors and cell blank alarms. As an example, discrepant results for two patient samples tested with the ca2 (calcium gen. 2) assay were provided by the customer. Patient sample 1: the sample initially resulted in a ca2 value of 6.2 mmol/l and repeated as 2.0 mmol/l. Patient sample 2: the sample initially resulted in a ca2 value of 3.17 mmol/l using a 3x dilution. The undiluted sample was repeated two times, resulting in ca2 values of 2.51 mmol/l and 2.44 mmol/l. No questionable result was reported outside of the laboratory. The ca2 reagent lot was 661278 with an expiration date of 30-nov-2023.

Manufacturer narrative:
It was determined that the reagent onboard stability was due. After using a new reagent cassette, calibration and control were performed successfully. The investigation is ongoing.

Manufacturer narrative:
The analyzer was confirmed to be running back within specifications. The investigation determined that reagent issues can be excluded and that the event was due to operator error.